Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations did not replicate nor confirm the reported complaint. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips were aligned and they opened and closed properly. The instrument passed the clip test on 2 out of 2 attempts. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument tips were not aligned and were not holding the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior with nothing out of the ordinary noted. The issue was noted prior to clip application with the instrument inside the patient. However, according to the initial reporter, a clip fell inside the patient and was retrieved during the same procedure. The type of clip used was a large weck hem-o-lok clip. The customer used a new clip applier instrument to continue with the procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.